Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 375cc saline, catalog: 3502375, lot: 7548644, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent breast augmentation revision with mentor smooth round moderate plus profile 375cc saline breast prostheses on (B)(6) 2018. The right breast prosthesis' valve was discovered during the surgery to have been defective. As a result, another mentor smooth round moderate plus profile 375cc saline breast prosthesis was placed during the surgery. The patient experienced no accompanying symptoms.

Manufacturer narrative:
It was erroneously indicated that the suspect medical device returned on 6/21/2018 in the initial report sent on 6/25/2018. The correct date the device returned to manufacturer is 7/9/2018. Device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 0.9 cm located on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Leak testing was performed according with mentor procedures and no problems were noticed at the valve. No other anomalies were discovered. Complaint was not confirmed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).